Event description:
It was reported that this lead was an attempted implant of the left bundle branch (lbb) during therapy upgrade, it was not possible since the patient had a dissection of the coronary sinus caused by a balloon catheter (not bsc) during the procedure. The physician was unable to achieve left bundle area pacing morphology. The new leads implanted are located in right atrial (ra) and right ventricular (rv) each. No additional adverse patient effects were reported.